Event description:
Philips field service engineer (fse) reported that ECG is not coming from ECG cable and the device is showing a "check limb leads" message. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no adverse patient impact reported.